Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer's wife stated that the customer was changing the infusion set out when the buttons stopped working or would keep scrolling. She stated that he kept the device in his top pocket. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The device had cracked case at display window corner, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.